Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated that a pt's vns device was explanted due to infection at the wound site. It was reported that the physician plans to treat the infection and then evaluate pt for another vns implant.